Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was seeing the message 'internal device has lost all data.' The screen meaning was reviewed, and the caller said the patient had contacted the clinic and was not getting a call back. Contacting them again was recommended, and an email was sent to the field/manufacturer representatives. The patient was redirected to their healthcare provider to further address the issue and to set up an appointment to have their device reprogrammed.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.